Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Bottle y: stenotrophomonas maltophilia (2 cfu/100ml) and enterococcus faecalis (2 cfu/100ml). Bottle z: micrococcus species (1 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) checked the subject device and found followings; the light guide lens was chipped, the adhesive around the lens was worn, the adhesive of the bending section rubber was worn, the control body unit and control body cover were damaged, the key top of the remote switch 1 was scratched, the universal cord had wrinkles, the bending angle did not meet specification, the fixing force measurement of the guidewire was under the specified value, the instrument channel was worn (insufficient suction volume). Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.